Event description:
Additional notes received stated that the vns was interrogated and diagnostic test performed and vns does not seem to be working well suggestive of her end of life issue. The notes state that the patient mentions her vns is working properly and has no problems with it; however, patient stated vns is working properly and that she is otherwise doing well except for increase seizure frequency. No additional relevant information has been received to date.